Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. (B)(4). Expiration date = na. Lot number = not reported. Device is not expected to be returned for manufacturer review/investigation.  Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported that the consumer purchased coach self-adhering elastic bandage 2 inch x 2.2 yards 1-count (pack of 3) in 2011. Consumer alleged having some reactions for many years. Consumer reported having hives every day.   There is no indication that the consumer sought medical treatment.